Event description:
The customer reported the system boots up to a cine drive failure message. A loss of subtraction, road-mapping, or other critical vascular cine functions. No death or service injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the flash memory. The customer replaced the cpu board with a spare.